Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 600 mg/dl on 5/2/2026. Cause was not known. Customer was treated with intravenous fluids of saline to address the elevated bg. Treatment resolved the issue and no permanent damage was indentified. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.